Manufacturer narrative:
The impella device was returned and evaluated. The root cause of the low pump flow was determined to be ingested biomaterial (thrombus), likely due to the patient's activated clotting times being less than therapeutic with no systemic anticoagulation.

Event description:
The us complainant had a rp flex-cp bipella support ongoing when the rp had low flows that prompted pump replacement. There was a presumption of the pump ingesting biomaterial after the support of four days. The 2nd pump was placed successfully. The patient survived the event.

Manufacturer narrative:
B2 exact date of death is unknown. Impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR 1220648-2024-18629 was provided.

Event description:
A notification was received from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry). It was noted that the patient on impella support endured sepsis and worsening multisystem organ failure. Relatedness to impella device is unknown. The patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.